Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for 2 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n not provided). The customer reported that they observed that 2 patient samples when analyzed on the cobas® liat® system (s/n not provided) generated sars-cov-2 positive results. Both of the patients¿ same sample was repeat tested with tibmol on z480 udf or the qiagen neumo dx both platforms generated sars-cov-2 negative results. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. No data was provided through this case to confirm the allegation. Given this information, the sample was not requested. (B)(4).